Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 375cc mentor memorygel left breast implant and a 325cc mentor memorygel right breast implant experienced bilateral rupture post procedure. Patient also mentioned implants getting lumpy, wrinkling and folding over. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On february 09, 2024, mentor received additional information reporting that the patient did not have the device explanted previously. It was reported that the patient is to undergo device explantation on (B)(6) 2024. Section d6b. Explantation date: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 24, 2024, mentor received additional information regarding the device. The date of device explantation was reported to be (B)(6) 2024. It was also mentioned that the device was too ruptured to be returned. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient's replacement device on the left side was reported to be a 425cc mentor memorygel breast implant. On may 30, 2024, mentor receives additional information regarding the event. Per the operative report, it was reported that the patient also experienced capsular contracture (baker grade unknown) on the left side. It was mentioned that the patient reported a palpable abnormality and enlarge lymph nodes, however, the exact date in which this occurred is unknown. Manufacturer¿s reference number: (B)(4).